Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump alarmed pump error alarm during self test due to cold solder joint at keypad assembly. The insulin pump was received with missing serial number label. The insulin pump was received with cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had recurring power error alarm even after troubleshooting. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.